Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient reports the pod was leaking while wearing it between 24 and 36 hours. Once at the hospital the patient was treated with intravenous fluids as well as insulin. The patient was released from the hospital after 2 hours. The patient was able to apply a new pod.